Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that sometime last year during the summer time he noticed the alleged inaccurate high readings. He claims that the meter read 285 mg/dl at an unspecified date and time last year. He then took an unspecified amount of insulin. He claimed he immediately had an "insulin reaction: while he was in car that his car ended up going into a ditch. He did not seek any medical attention or contact his physician for assistance. There is no info on whether the pt treated himself of retested to the reported issue. The meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event how much insulin he had taken, what type of symptoms he exhibited, how long symptoms lasted, whether he treated himself whether he retested his blood glucose and why he waited so long to contact lfs. The complaint is being reported since the pt alleged that due to the elevated readings, he took insulin and then suffered an "insulin reaction".

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.